Event description:
Customer called in to report that the insulin pump was not working correctly. Customer stated that the insulin pump buttons are not responding. Customer stated that it's been happening for two weeks and has gotten worse. No blood glucose value provided at the time of the call. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.